Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co conclude that the alleged inaccurate results may have due to user error, improper meter cleaning/maintenance, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
A few days prior to 12/1, the pt was experiencing symptoms of elevated glucose, dizziness, urinary frequency, nausea. Blood glucose results on her one touch basic meter were between 15 and 40 mg/dl. She was transported to the hosp via ambulance where a blood glucose result in the "400's" was obtained (unknown hosp meter) and treated with insulin. On 12/1, her meter results continued to be low. She reported feeling sick, dizzy, weak and suffering from a painful yeast infection. She went to the hosp where a bg result was 201 mg/dl. The pt contacted lifescan from a pay phone in the hosp and ended the call abruptly, as she was called to be seen by the doctor. Attempts to contact the pt for add'l info have been unsuccessful. The meter is not cleaned properly, alcohol was used to clean the meter optics, a practice which is warned against in the product's instructions for use. Calibration on 12/1 was 78 within a range of 64-85.